Manufacturer narrative:
Phone number: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed a hole on the effluent line, near the EKG discharger ring. The reported condition was verified. The cause could be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a damaged tube of a prismaflex m150 set c. This event occurred during priming. There was no patient involvement. No additional information is available.